Event description:
It was reported that the ilet bionic pancreas did not pair with a dexcom g7 sensor during replacement setup, resulting in a pairing failure on the ilet while the user continued to receive glucose readings on the g7 app and subsequently completed setup after reconnection and weight entry. Symptoms included no clinical symptoms. Outcomes included no impact to health and completion of device setup after troubleshooting. Investigation included troubleshooting and user education to verify the g7 pairing code and guide a reconnection attempt. Investigation of this case revealed successful reconnection and sensor data availability on the ilet following the toggle and re-pair actions. It was concluded that the event was a pairing failure limited to the ilet that resolved with reconnection and did not result in patient injury.